Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s screen was scratched. They could hardly read the screen. The damage occurred from their work. The customer¿s blood glucose level was unknown. The customer stated they planned on continuing using the insulin pump. The device will not be returned for analysis.